Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that a few nights ago the customer woke up with a blood glucose over 600 mg/dl. The customer's pump had alarmed with no delivery while he was sleeping. He treated his high with manual insulin injections since he could not change his site at the time. The customer later received another no delivery during a bolus attempt. He changed his entire set and performed the self test and the pump passed. Troubleshooting was declined for the hyperglycemia and the no delivery since the infusion set and reservoir in question were already discarded. The customer was advised to call back next time a no delivery occurs. No products were shipped or returned.